Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor of the traffic light system was defective. Upon functional testing, fse found that the monitor was not working. The fse replaced the defective monitor. After replacement of monitor, the system was return to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor of the signal system was defective on the allura xper fd10 system and that the ECG display was not available in the examination room. No patient harm was reported. Philips has started an investigation of the complaint.